Event description:
Procedure type: low anterior resection. According to the reporter, after firing the device, a leak was found during a leak test. The surgeon identified the area of the leak then over-sewed the area. The operating time was extended.